Event description:
It was reported that there was a malfunction on the pump. The customer's blood glucose level was not adversely impacted, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the caller with the reset, after which the malfunction code did not recur. The customer was instructed to call back if the issue occurred again, and they understood the instructions.